Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information it was reported that there was a splinter of metal in the thread of an allofit cup. Device analysis: the shell shows signs of usage. The thread is completely damaged, inside the shell multiple scratches in the region near the thread, worn out area around the tapered region and couple of nicks just below the rim are visible. A small splinter piece attached to the damaged thread is also observed. A detailed visual examination reveals that the "beginning" of the thread within the shell is deformed and the "end" of the thread outside the shell appears without deformations. Review of internal documents: the review of the inspection plan showed that the relevant characteristic no. 10 "gewinde m8 x 1" was tested with a thread plug gauge for all the cups before delivery. The functionality of the thread was tested at 100%. The correct implantation of the device is explained in the surgical technique for allofit/allofit-s alloclassic acetabular cup system. Possible causes for the reported event according to dfmea line 23 : damage of the shell (cause: impaction during implantation or revision) -> due to high load due to impaction during the primary implantation or revision. Line 27 : difficulties to assemble components -> due to high load due to impaction during the primary implantation or revision. Leading to damage of the screw thread of the shell. Line 30 : fracture/ damage/ loosening of the shell, liner and bone screw -> due to wrong behavior of the patient. Line 64 : unsterile product damaged product -> due to inadequate packaging (eg. Temperature, vibration during transport or storage). Comparison to investigation results whether it is possible and justification: line 23, 27 : possible -> the thread can be damaged by a high load during impaction. Line 30 : not possible -> behavior of the patient is not relevant for this complaint. Line 64 : not possible -> no packaging problem could lead to such a thread damage as it is inside the shell. The complaint states that the metal splinter was observed before the screwing. We assume it is improbable that a surgeon tries to implant a device after the discovery of a metal fragment/splinter. Therefore, we consider the incoming information as most probably incorrect or misinterpreted by complainant. It is highly possible that due to a an incorrect mounting procedure the thread could be damaged as it is shown in the case at hand. The most probable explanation of the current situation is, the shell impactor was hit without being properly screwed in the thread. The scratches within the inner surface of the shell possibly occurred while the surgeon was trying to screw the impactor after the thread was already damaged. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is handling error. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a splinter of metal was discovered in the thread of an allofit alloclassic shell 62/nn on (B)(6) 2015 during surgery. The surgery was completed with another device.